Event description:
Mother reported the pt was hospitalized with hyperglycemia, diabetic ketoacidosis, and nausea. During the night of (B)(6) 2012-(B)(6) 2012, the pt was not feeling well. Pt was transported to the hospital on (B)(6) 2012 by the parents, and the pt was stabilized and discharged. No error messages were received on the infusion device during this event. It was confirmed the infusion device was in the run mode, there was insulin in the cartridge, and there was no insulin leakage in the system. Physician reported there was a "lack of nutrition and lack of care with consideration of diagnosis." No product will be returned for eval, and no add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.